Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised due to tightness in the joint. A 4 9 cs poly was swapped. The surgeon reported that he felt the joint was still too tight and revised the patella to a thinner device. Rep reported that no pictures were taken during the procedure, and that x-rays, medical records, and further information are not available due to hospital policy.